Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece with the helix noted bent and clogged with blood/tissue. X-ray examination of the lead found the helix was bent/stretched consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left bundle branch area pacing (lbbap) lead was removed from the patient¿s body to check the helix of the lbbap lead. The helix of the lbbap lead appeared sprung and slightly bent after the attempt to remove the tissue. The lbbap lead was not used and was replaced on (B)(6) 2026. There were no patient consequences.